Event description:
It was reported a spectrum pump had system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed as it was observed upon powering the pump on, however the customer's reported condition could not be reproduced. It was determined the motor flex was the failing component which caused this condition. The motor assembly was replaced.